Manufacturer narrative:
Investigation summary: bd received 5 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for glass breakage during centrifugation with the incident lot was not observed. Additionally, 70 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to glass breakage during centrifugation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode glass breakage during centrifugation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during centrifugation with bd vacutainer® serum blood collection tubes the tube cracked. There was no report of patient impact. The following information was provided by the initial reporter: tube cracked during centrifugation.